Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant of the device, there was difficulty inserting the left ventricular (lv) lead into the header of the device. Following implant, high pacing impedance was observed on the lv lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2020-05762.